Manufacturer narrative:
(B)(4). Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, procedural factors (guidewire manipulation) likely contributed to the ventricular perforation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, a 26mm sapien 3 valve was successfully deployed with a final position of 80:20 aortic/ventricular (a/v). A post deployment root injection revealed aortic insufficiency (ai). The patient then experienced a drop in blood pressure (bp) and a pericardial effusion was observed. Pericardiocentesis was performed followed by a pericardial window. No additional patch or surgical repair was required. Once the tamponade was relieved the bp returned to baseline. The patient was further treated with a transfusion of 2 units of blood. The procedure was completed and the patient was transferred in stable condition. The native annulus measured 21.7mm x 26.9mm by CT with a valve area of 466mm2. Severe annular calcification, moderate-severe native leaflet calcification and moderate aortic root calcification were reported. It was perceived that the pre-shaped guidewire likely contributed to the ventricular perforation.